Manufacturer narrative:
Device investigation confirmed that the stimulator electronics is not working within specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. The problems described in the recipient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery.this is a final report.

Event description:
The recipient reported a sudden loss of hearing sensation with the device in may 2016. No incident of trauma was reported. No redness or pain at the implant site. Re-implantation was performed in april 2019.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a sudden loss of hearing sensation with the device. No incident of trauma was reported. The recipient was re-implanted.